Event description:
Reporter stated she found the customer unresponsive, obtained a result of 140 mg/dl on her aviva system and unsuccessfully attempted to treat her with orange juice. Reporter stated the customer would not open her mouth, so she called the emt's who arrived and obtained a result around 20 mg/dl on their system within 10 minutes. Reporter stated the emts treated her with an IV, took her to the hospital, and she was released that day. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.